Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and the investigation has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. As of (B)(4) 2014, reduced expiration dating has been implemented for the rest of world (row) architect intact pth calibrators (list number 8k25-01 starting with lot 03214c000) to correct the issue. Architect intact pth controls (list number 8k25-10 starting with lot 03114c000) are manufactured from the same matrix material as the calibrators. Therefore, both row architect intact pth calibrators and controls listed above will have a reduced expiration dating. Implementation of architect intact pth calibrators and controls with reduced expiration date (shelf life) will return the product performance to package insert claims.

Event description:
The customer reported falsely elevated architect ipth results generated from one pediatrics patient. No specific patient data was provided by the customer. The customer also reported that a parathyroid surgical procedure was performed on the patient due to the ultrasound results reviewed by the patient medical staff. The customer confirmed that the surgical procedure was necessary based on the ultrasound results regardless of the ipth values. No impact or further out-comes to the patient health was reported.